Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time.

Event description:
Olympus was informed that during a therapeutic procedure, three cutting loops broke off and fell into the patient. It was reported that the surgeon retrieved all the device fragments. The intended procedure was completed with a fourth cutting loop. There was no patient injury reported. This is report 2 of 3.

Manufacturer narrative:
This supplemental report is being submitted to correct the previous reported MDR event. Additional information received from the user facility states that only one model: (B)(6) cutting loop failed during the procedure and not three. (B)(4).